Manufacturer narrative:
A ge representative evaluated the system and replaced the cine drive. The system operates as intended.

Event description:
The customer reported the system lost the cine function. No patient injury was reported.